Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the connection part of the force bipolar instrument was damaged, and the instrument tip was not working. When the customer attempted to replace the instrument, the instrument wrist was bent and could not be removed from the trocar. The customer used an instrument release kit (irk) and successfully removed the instrument. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer confirmed that the instrument jaws were not stuck on tissue when the issue occurred and no fragment fell inside of the patient. There was no injury to the patient as result of the event. Port incisions were not increased to remove the instrument. Additionally, no collision was occurred. It was unknown if the instrument was in strong grip mode at the time of event.

Manufacturer narrative:
Based on the claim against the product by the customer noting bent force bipolar instrument wrist, an investigation is in progress. The force bipolar instrument has not yet been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot yet be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula due to the bent grip. Jaw dislodgment could result in the tips being stuck and unable to be opened with master tool manipulator (mtm) activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip, causing vertical misalignment of the grips. There was a portion of the grip tips that extended further than manufactured. Common causes of the failure mode bent instrument grips -tips are typically attributed to mishandling/misuse. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Furthermore, a loss of cautery would be detected with a lack of tissue effect at the end effector. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. An additional observation of the instrument that was not reported by site included a frayed grip cable at the distal end. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.